Event description:
It was reported from a centrimag representative that upon checking the patient status post heartmate 3 left ventricular assist device implant on (B)(6) 2024, the patient suffered a large stroke while in recovery, which was captured with a computed tomography (CT) scan on (B)(6) 2024 in the morning. The patient additionally had a centrimag pump for rvad support at the time of the report.

Manufacturer narrative:
Section a2 - patient age/date of birth not provided section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event could not be conclusively determined through this evaluation, and a direct correlation between the reported event and the centrimag blood pump could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The centrimag pump was not returned for evaluation. Review of the device history record (DHR) for the centrimag blood pump, lot #10424524 (l08251-la7), revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) (rev. C) lists adverse events that may be associated with the centrimag circulatory support system, including thromboembolism (venous or arterial non-central nervous system), neurologic dysfunction, and bleeding, under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was unknown whether the stroke happened before or after the right ventricular assist device (rvad) was placed.